Event description:
The customer reported that when the ventilator was turned on, the screen was blank. The device was returned to the manufacturing facility for evaluation. Analysis of the device cpu pcb board revealed a component failure that may result in a vent inop condition. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced.